Manufacturer narrative:
A) a detailed evaluation report from the contract supplier is attached. Affected IV sets are under recall #74892. B) the initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00014_complaint (B)(4)) on 08/23/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported "filtered tubing leaking at the filter. This is the second time as the first caused the patient to miss over half of their infusion before we realized this was occurring, now this; a bag of fluids leaked onto patient's shirt."